Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed electromagnetic field immunity amplitude functional test; the rf head cable found out of electrical specification. The rf head cable was found twisted. Analysis also found the rubber pad portion of rf head label is detached. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.